Event description:
It was reported that there was a suspected left ventricular (lv) lead dislodgement. It was noted that there was no capture at a high value in bipolar and integrated bipolar configurations. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead was explanted.